Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that he had a low episode that resulted in a car accident and an overnight stay in the hospital. The caller was driving and passed out. The customer also had experienced low blood glucose two weeks after the car accident. The caller went to his endocrinologist, they reviewed the bolus history and noticed a bolus of 1.5 units delivered without any carbs with blood glucose of 56mg/dl, but the customer does not remember ever delivering. Reviewed the programming, and the reservoir was showing less insulin than what the status screen showed. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Test transmitter communicated properly and all low blood glucose alerts functioned per specifications. Unable to verify unexpected boluses because the event history file was overwritten. The device was programmed with multiple boluses during testing. All boluses delivered completely and recorded in the history screen properly. No bolus history anomaly noted.